Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer straightened out the infusion set tubing and the alarm was cleared. The customer resumed insulin delivery. The customer's blood glucose level was not impacted. As the occlusion was not occurring at the time tandem technical support was contacted, a system check was unable to be performed to confirm the cause of the occlusion.